Event description:
It was reported that the device was returned for repair. The reported problem is that the device does not dispense the product and does not ring. Per reporter, the problem was noted at the start of test. There was no patient involved.

Manufacturer narrative:
E1: facility name, "(B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a cracked battery compartment. No issues were found in the event history log. Functional testing was not able to produce an issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the cause of the reported issue is unknown as no problem was able to be duplicated. No action was taken.